Event description:
The malem bedwetting alarm that I purchased for my son overheated and burnt him. I was lucky to be there on time and was able to take him to our physician who entertained us even at the middle of the night. The burn was so severe that the plastic had eaten into his skin and a portion of his skin was hanging. He is now on oral medication and ointments for a few weeks. Fyi, I purchased this product from the (B)(4) store. My son is suffering, do take necessary action and take it soon.